Event description:
During the first coil placement within the anterior communicating artery no difficulty was experienced. Whtil advancing the second coil into the microcatheter (mc), the coil stretched. Reportedly, the one to one relationship between the coil and microcatheter was not verified with the fluoro prior to repositioning/withdrawal of the second coil. The stretched coil and mc was withdrawn as a unit. The same mc was used to place another coil to complete the procedure successfully. There were no reported pt complications.